Event description:
A nurse was reported that, during an implantation of intraocular lens (iol), a scratch was found after implant and it was observed when seen under microscope. The lens was replaced with another lens during initial procedure. The surgery was completed.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Photo provided showing lens in the lens case base, reported complaint cannot be confirmed from the provided photo. Based on our observation of the attached photo, the reported complaint cannot be confirmed from the provided photo. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).